Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to be " firing straight out of fiber." The procedure was completed using a second fiber. Patient or user outcome: "no patient injury."

Manufacturer narrative:
Device available for evaluation updated. (B)(4). Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited moderate burnt on detritus; the metal cap exhibited mild white-crystal deposits. Based on the analysis above, the potential for forward firing may exist. Probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).